Event description:
Event description cpi received information that an invasive procedure was performed to analyze this implantable pulse generator (ipg) because it wouldn't sense and lead data could not be obtained. The lead was disconnected from the ipg and lead data was obtained through a pacing system analyzer. When the lead was reconnected to the ipg, no sensing was observed. The physician elected to explant the ipg. The lead remains active and implanted.